Event description:
A malfunction code known as malf 3 was reported, and it was determined that the pump could not be reset. The impact on the customer's blood glucose level was unknown, as the customer declined to provide this information. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy. The customer was instructed on how to put the pump into storage mode and was advised to return it using a pre-paid label within 10 days.